Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h11. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). D10: comp off-axis reamer guide cat# 110040240, lot# 099457. H6: component code: mechanical (g04) - drill. The product will not be returned to zimmer biomet for analysis, however; once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during shoulder surgery the anterior portion of the glenoid fractured when the reamer blade interacted with a disposable off-axis reamer guide. During intra-operative reaming, the blade dug into the plastic of the guide, which torqued the glenoid and resulted in an anterior glenoid fracture. Attempts have been made and no further information has been provided.